Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage(kitchen). Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 38, 49, 44 and 59 mg/dl. The customer's expected fasting blood glucose test result is 227 mg/dl. At the time of the call, the customer reported symptoms of dry mouth and increased thirst. Medical attention was not needed at the time of the call. Customer stated that when his blood glucose is reading low, he eats something sweet to try and get his sugar up. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen; customer was educated regarding proper storage. The test strip lot manufacturer's expiration date is 06/14/2019 and open vial date is one month. The meter memory was reviewed for previous test result history: (B)(6).